Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer it was found to run without user activation. There was no patient was involved and no adverse consequences were reported to the user or patient.

Manufacturer narrative:
Upon dissassembly for visual inspection the following was found: the press plug was corroded, the sag head had no gap and the motor was worn.